Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. The data revealed what appeared to be t-wave oversensing.